Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during patient use, directly after inflation in the artery. The procedure was completed, and hemostasis achieved, using manual pressure. There was no reported patient injury and no adverse event for the patient. The device was used for closure in an interventional procedure using a retrograde approach. The user is mynx certified. The device was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6/7f was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and the sealant remained in the manufactured position, the syringe was not connected to the device while the stopcock was returned closed, the procedural cordis sheath was returned attached in the device, and exposure to blood was observed as received. Additionally, it was observed that in the inflation lumen showed presence of possible sedimented saline solution. No other anomalies were observed. Functional testing could not be performed as the sedimented saline solution observed blocked the inflation lumen of the balloon. Therefore, the mechanism of the device to maintain pressure could not be evaluated. The identified blockage was observed using high magnification equipment where the presence of crystals could be attributed to the blockage detected in the inflation lumen. Additionally, the balloon¿s condition was observed and no evidence of damages or anomalies were observed along the balloon¿s surface. The product history record (phr) review of lot f2300301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since inflation test could not be performed due to the clogged lumen and no damage was observed on the balloon. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the reported event since there were no damages noted to the balloon. However, handling factors, such as excessive force during pullback, are possible. Although not intended as a mitigation, the mynx control instructions for use (IFU) states to ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during patient use, directly after inflation in the artery. The procedure was completed, and hemostasis achieved, using manual pressure. There was no reported patient injury and no adverse event for the patient. The device was used for closure in an interventional procedure using a retrograde approach. The user is mynx certified. The device was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300301 presented no issues during the manufacturing process that can be related to the reported event. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.